Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported an infection was present at the lead insertion site. Surgical intervention was undertaken wherein the entire system was explanted. Patient was prescribed oral antibiotics to address the infection.

Manufacturer narrative:
Date of event is estimated.